Event description:
Customer reported the defibrillator displayed a charging fault when turned on. Patient involvement is unknown at this time. Service representative duplicated the reported condition.